Event description:
It was reported that during a breast biopsy, when attempting to deploy the marker, encountered some resistance but managed to push the marker forward to deploy into the breast. They waited a few minutes, pulled the complete set out of the breast and noticed the marker and part of the applicator had sheared off in the breast. The doctor removed the pt from the table, made a three and one half incision in the breast and excised the marker and sheared applicator out of the breast. The incision was closed with sutures and the pt went home the same day. According to the customer, the pt is healing fine. All parts of the device were disposed of. No other marker was deployed.

Manufacturer narrative:
Date sent: 5/4/2009. Information not available, device not returned for analysis.